Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, it was noted that the forceps was broken. The procedure was completed with another pair of forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections. The hemostats appear to have broken while undergoing stress, most likely while being forcibly closed. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the issue was noted during unpacking and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, it was noted that the forceps was broken. The procedure was completed with another pair of forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.